Manufacturer narrative:
Medwatch received from FDA (B)(6) 2011. The device has not been received for evaluation.

Event description:
Facility alleged when the epca button was pressed, medication leaked out of the side of the tubing. Facility alleged a small crack was present. It is unk how long the crack was present. It is also unk how this affected the pt's pain medication. The facility alleged when the device was inspected, the tubing appeared to be incorrectly bonded.